Event description:
Related to MFR report #s 2183959-2012-00270 and 00272. An elevate apical and posterior prolapse repair system was implanted to treat pelvic organ prolapse; now reported to have caused, "severe and permanent bodily injuries and significant mental and physical pain and suffering, infection or inflammation, tissue abrasion, "other severe adverse health consequences" and other losses.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.